Manufacturer narrative:
(B)(4).

Event description:
The customer reported an et tube was placed in the patient and it would not maintain pressure. The et tube was removed from the patient and replaced with a new one. No patient injury or consequence was reported.

Manufacturer narrative:
Qn#(B)(4). One piece of actual sample was returned for investigation. A visual exam was performed and no defects were observed. The cuff of the returned sample was then inflated to 25mbar by using a calibrated endotest. The pressure would not remain at 25mbar. A leak test was performed and it was observed that the leak came from the side arm fitting area as air bubbles were observed. It was also observed that the inflation line at the side arm was almost detached from the tube. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The complaint was confirmed; however, a root cause for the issue could not be determined. The failure was found after intubation. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
The customer reported an et tube was placed in the patinet and it would not maintain pressure. The et tube was removed from the patient and replaced with a new one. No patient injury or consequence was reported.